Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. A visual and x-ray examinations revealed the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning and cutting the lead, the helix could be successfully retracted and extended by applying torque directly to the inner coil. The full helix extension length was measured to be within required specification. The cause of helix mechanism issue was isolated to the over torqued inner coil and helix being clogged with blood and tissue.

Event description:
It was reported that the right ventricular (rv) lead became dislodged during the implant procedure. The physician attempted to reposition the lead, however, the screw was unable to be extended in the process. The lead was explanted and replaced to resolve the event and the patient was in stable condition.